Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. It was noted that the patient was at a fast rate with intermittent loss of capture. Upon interrogation, the pulse generator was found to be in backup vvi operation. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.